Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the mcm30 instrument clips ejected (not into patient). Another instrument was used to complete the case. There was no consequence to the patient was discarded.